Event description:
Reporter noted fluid was not aspirating during phaco, corneal burn occurred. Converted to ecce. Sutures required to close wound. Astigmatism post-op. Choroidal hemorrhage. Pt being followed by a retinal surgeon.